Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion was located in the tortuous and severely calcified left anterior descending artery. During inflation, the 2.25 x 15 mm apex monorail balloon catheter was inflated for 10-20 seconds and ruptured less than the rated burst pressure. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported. This product is only ous approved but it is similar to a marketed us device.